Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The white pulse wire was open in the trunk cable connector. The open pulse wire caused the reported alarms. The cause of the open wire was a damaged electrode belt connector. The root cause for the damaged connector was unable to be positively identified, but the damage likely resulted from physical abuse. No adverse event resulted from physical abuse. No adverse event resulted form the open pulse wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving frequent check therapy electrode pad alarms. The pt was issued a replacement electrode belt.